Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article titled " coronary anchor wire to facilitate ba-basilica for protruding left main stent ". B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "coronary anchor wire to facilitate ba-basilica for protruding left main stent", was reviewed. This article presented a case study of a 90-year-old female patient. On an unknown date a 23mm trifecta valve was implanted. Approximately 12 years later the patient presented with symptomatic stenosis and was referred to transcatheter aortic valve replacement. A left-dominant coronary system with a left main (lm) stent was noted to be protruding into the bioprosthesis anatomical left leaflet. A balloon-assisted basilica technique was chosen to improve leaflet traversal accuracy, maintain coaxial alignment with the leaflet, and reduce the risk of stent distortion. A guide catheter engaged into the protruding lm stent, and the stent was post-dilated to 5mm to optimize its structure. A 5mm balloon was inflated intraleaflet to widen and stabilize the leaflet for laceration, and the lm stent was post-dilated a second time to ensure patency pre-laceration. A 26mm evolut fx was implanted slightly deeper to avoid coronary obstruction by the skirt. Immediately the patient's transvalvular gradient dropped from 55mmhg to 1mmhg. [The primary and corresponding author was karl poon, the prince charles hospital, 627 rode road, chermside 4011 qld, australia, with corresponding e-mail: karlkpoon@gmail.com.]